Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.